Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include a correction to the health effect -impact code. [Correction]: the health effect ¿ impact code (h.6) has been corrected from ¿insufficient information (f24)¿ to ¿recognized device or procedural complication (f15).¿ updated sections: b.4, g.3, g.6, h.2, h.6, h.10, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt. The health effect ¿ impact code (h.6) has been corrected from ¿insufficient information (f24)¿ to ¿recognized device or procedural complication (f15).¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 26-jan-2023. [Additional information]: the event was reported via the excellent study, a 78-year-old male patient with a history of hypertension presented with a witnessed stroke on (B)(6) 2022. Tissue plasminogen activator (tpa) was intravenously administered two (2) hours and thirty (30) minutes after stroke presentation. The suspected origin of the embolism was cardioembolic. The patient¿s baseline nihss score was 15, and the modified rankin scale (mrs) score was 0. On (B)(6) 2023, the excellent study team provided the following information: the patient underwent an endovascular mechanical thrombectomy on the same day using a 5mm x 37mm embotrap iii revascularization device (et307537 / 22h092av). The use of the embotrap iii device was the first line of treatment and two (2) passes were made with the device. Two passes were made with the embotrap iii device. The first pass was made via the phenom¿ 21 microcatheter (medtronic), the bobby¿ balloon guide catheter (microvention), and axs catalyst® 6 da catheter (stryker) targeting the right m1 segment. The pre-pass modified thrombolysis in cerebral infarction (mtici) score was 0, after the first pass, the mtici score was 2b. The second pass was made via the phenom¿ 21 microcatheter (medtronic), the bobby¿ balloon guide catheter (microvention), and axs catalyst® 6 da catheter (stryker) targeting the right m2 segment with a final mtici score of 2b. The subarachnoid hemorrhage occurred intraprocedural. There was no device performance issue as related to the embotrap iii device used during the procedure. A review of the manufacturing documentation associated with this lot (22h092av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Intracranial hemorrhage is a known complication associated with the use of the revascularization devices and is mentioned in the embotrap instructions for use (IFU) as such. These devices are intended to restore blood flow in the neurovasculature by removing thrombus in patients experiencing ischemic stroke within 8 hours of symptom onset. Per the instructions for use (IFU), the device may be used for up to three retrieval attempts. It cautions the user to not attempt more than three retrieval attempts in one vessel. There is no indication that the device malfunctioned or that the event was related to the device design or manufacturing process. Nevertheless, per pi assessment the event is both probably related to the study device and surgical procedure, thus the relationship of the device to the reported event cannot be excluded. The event meets MDR reporting criteria with the classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. Updated sections: a.2, a.3, b.4, b.7, d.1, d.4, g.3, g.6, h.2, h.4, h.6, h.10, and concomitant products. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth, age, gender, weight, race, and ethnicity were not provided. Date of event: the date of the event is not known. The product catalog and lot numbers are not available / not reported. The unique identifier (UDI) and expiration date of the device is not known. The initial reporter phone is not available / reported. The device manufacture date is not known as the device lot number is not available / not reported. [Conclusion]: the event was reported via the excellent study, the patient (subject: 01200-009) underwent an endovascular mechanical thrombectomy procedure using an embotrap revascularization device (catalog / lot# unknown) and experienced a subarachnoid hemorrhage (sah) on (B)(6) 2022. The principal investigator (pi) assessed this event as mild in severity, serious, and probably related to the study device and probably related to the study procedure. The adverse event was considered to be expected / anticipated. The sah was noted to be persistent and the outcome data was documented as ¿recovering / resolving.¿ no intervention treatment was performed. At the time of the complaint initiation, the case report form (crf) has limited information. There was no information related to the procedure, device information, and device per pass log. Based on complaint information, the device is not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Intracranial hemorrhage is a known complication associated with the use of the revascularization devices and is mentioned in the embotrap instructions for use (IFU) as such (although product details are presently unknown, given the patient enrollment in the excellent, one can assume an embotrap device has been used). These devices are intended to restore blood flow in the neurovasculature by removing thrombus in patients experiencing ischemic stroke within 8 hours of symptom onset. Per the instructions for use (IFU), the device may be used for up to three retrieval attempts. It cautions the user to not attempt more than three retrieval attempts in one vessel. There is no indication that the device malfunctioned or that the event was related to the device design or manufacturing process. Nevertheless, per pi assessment the event is both probably related to the study device and surgical procedure, thus the relationship of the device to the reported event cannot be excluded. The event meets MDR reporting criteria with the classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the excellent study, the patient (subject: 01200-009) underwent an endovascular mechanical thrombectomy procedure using an embotrap revascularization device (catalog / lot# unknown) and experienced a subarachnoid hemorrhage (sah) on (B)(6) 2022. The principal investigator (pi) assessed this event as mild in severity, serious, and probably related to the study device and probably related to the study procedure. The adverse event was considered to be expected / anticipated. The sah was noted to be persistent and the outcome data was documented as ¿recovering / resolving.¿ no intervention treatment was performed. At the time of the complaint initiation, the case report form (crf) has limited information. There was no information related to the procedure, device information, and device per pass log.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 07-feb-2023. [Additional information]: on 07-feb-2023, modified information was received. The information indicated that the end date of the reported event was 18-dec-2022. The patient outcome was ¿recovered/ resolved.¿ the manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.